Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h3, h6, h10. The wirion eps retrieval catheter was returned to csi for analysis. The filter was not returned. Analysis of the catheter revealed a separation in the shaft. It is unknown if the reported issues advancing through the anatomy led to the damage seen on the catheter, or if the damage on the catheter contributed to the difficulty experienced during the procedure. It is possible that the damage is related to the reported event, however this could not be confirmed. As the filter was not returned for analysis, it could not be determined if it contributed to the reported event. The material inspection report for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During a critical limb ischemia procedure, previously placed kissing stents created a tight bifurcation. A balloon was used to pretreat tight lesions in the superficial femoral artery (sfa) and ostial sfa. The wirion embolic protection device was prepared and advanced into the body. Due to the anatomy of the lesion, the filter was unable to advance past the distal lesion, and was removed undeployed. Orbital atherectomy was performed through the entire vessel on low speed. A new filter was opened and was still difficult to deploy past the lesion. The filter was eventually able to advance past the lesion. The vessel was treated again with orbital atherectomy and balloon angioplasty with a good result. Upon removal attempts, the filter was unable to be reached with the retrieval catheter. A non-csi catheter was inserted and all devices were removed together with no patient complications. Particulate was observed in the filter.